Event description:
Treatment of an aneurysm. It was reported that the pipeline was not fully opened after deployment. Several balloons were used to open the device and a dissection occurred during catheter and wire manipulations. A wingspan stent was deployed and the procedure end. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).